Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting from the corner of the left belt clip rail. Unit passed displacement and active current measurement tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery alert @ (B)(6) 2021 18:53:00.000, (B)(6) 2021 20:58:00.000, (B)(6) 2021 19:14:00.000, (B)(6) 2021 10:08:00.000. Each alert is within the expected interval of 2 weeks of one another. The adapt tool confirms the following pump errors which could potentially trigger a critical pump error: pump error 53 (filenumber = 2005, linenumber = 5632) @ (B)(6) 2021 17:36:00.000, (B)(6) 2021 17:43:19.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the original case, the sleep current measurement fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the sleep current measurement read high, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the sleep current measurement fell within specifications again. In summary, the customer¿s report of short battery life was confirmed during testing. The high sleep current measurement is isolated to pcba2, and the pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. There was second occurrence of replace battery now alarm or off no power alarm without prior low battery alert. The battery cap was not damaged, loosed or cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.